Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. Vascular access was obtained via the right femoral artery. The eccentric, de novo target lesion was located in the non-tortuous and non-calcified superficial femoral artery (sfa). Following pre-dilatation, a 7x120x120 epic stent was advanced to treat the lesion. However, during insertion of the device into the femoral sheath, it was noted that the nose cone at the tip of the stent delivery system broke off. The procedure was completed with a different device. No patient complications were reported.